Event description:
A nurse reports during cataract surgery, a hissing sound was coming from the back of the unit and an error code was displayed when the surgeon depressed the footswitch. It is not known if the surgery could be completed or not. Cases were cancelled for the day. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.